Event description:
It was reported that a spectrum infusion pump was failing the downstream occlusion test. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the failed downstream occlusion test. The device passed all occlusion testing and was found to be within specification.